Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. The device's active exhalation control module and 3-way solenoid valve were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. The device's active exhalation control module and 3-way solenoid valve were replaced to address the issue. The active exhalation control module and 3-way solenoid valve were evaluated by the manufacturer's product investigation laboratory (pil) and found the active exhalation control module and 3-way solenoid valve functioned as designed and operated without issue or error codes.